Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with a note that the device was explanted post (B)(6) and there were no device issues. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post the implant of the crt-d system. A cause of death has been requested and not received.

Manufacturer narrative:
Analysis of the device and leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.